Manufacturer narrative:
No parts have been returned to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had two inaccuracies during a case. The case was divided into two sections with the same patient. The posterior cervical c4-t2 was the first section. The site completed the navigated spin without problem, and the surgeon moved to drill pilot holes. The surgeon completed the 2 pilot holes, and then noticed that navigation seemed inaccurate. Did a landmark check and the navigation seemed 2 millimeters lateral patient right. The site completed a new navigated 3d scan, and navigation was accurate. All screws placed. The site then moved onto the second section of the case, a thoracic fusion t4-t8. The site completed a navigated spin, and the surgeon starting drilling pilot holes. After the pilot holes were completed, the surgeon realized that the navigation seemed inaccurate again, and then after doing a landmark check, the navigation was 2 millimeters lateral patient right again. The site completed a new navigated spin, and the navigation was accurate, and all screw placements were completed accurately. The representative paid special attention to the setup for the second section to ensure there were no frame or anatomy shifts during or after registration, and does not believe that to be the problem. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The software was functioning as designed. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Code d14 applies to the system and code d15 applies to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.